Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, it was reported that a cartridge did not fit onto the pump. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer¿s blood glucose value.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Additionally, based on the analysis, the alleged cart: installation/removal-unable to install issue could not be verified.